Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer amulet was implante using an unknown delivery system. The procedure proceeded without complications, and the amulet device was positioned successfully on the first attempt. Standard post-deployment assessments, including the tug test, closure evaluations, and 3d toe imaging, were reported to be satisfactory. Later the same day, the patient developed a late effusion, which was managed with a percutaneous drain. Following this intervention, the patient¿s condition improved, and the patient was subsequently discharged home.